Event description:
Pt noted change in feel of left breast implant and onset of significant right breast encapsulation. Bilateral breast implants removed at surgery, both appear to be intact, but the right implant is ruptured by surgeon in its removal.